Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v205393, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
The patient reported falling off her horse and the implantable neurostimulator (ins) was now not in the same place and appeared to have moved onto its side. The patient had to lean forward in order for the patient programmer (pp) to be able to sync with the implant. The patient could still felt stimulation but she was having some retention issues. The stimulation issue was related to positional movement but there were no recent medical tests or emi exposure. The change in therapy and symptoms was considered sudden. The location of the symptoms was reported to be at the ins site. The issue occurred 2 days prior to the report. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.